Manufacturer narrative:
(B) (4)the analysis on this device is pending. (B) (4)

Event description:
This device was explanted and returned because of ventricular oversensing episodes that were found stored in the device. The patient had not received a shock since implant. It was reported that the ventricular noise oversensing could not be reproduced but the physician did not feel comfortable decreasing the sensitivity, therefore, the device was explanted. Note: the ela lead that was attached to this ICD was also explanted and reported on an MDR.

Manufacturer narrative:
The analysis on this device is pending.

Event description:
This device was explanted and returned because of ventricular oversensing episodes that were found stored in the device. The patient had not received a shock since implant. It was reported that the ventricular noise oversensing could not be reproduced but the physician did not feel comfortable decreasing the sensitivity, therefore, the device was explanted. Note: the ela lead that was attached to this ICD was also explanted and reported on an MDR.